Event description:
Philips received a complaint on a heartstart mrx device indicating that the device failed during the op check. The fse evaluated the device onsite and confirmed the reported issue; however, determined the device was at it's end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.